Event description:
During a pta/ stenting treatment procedure of the left renal artery, the physician stated that the express biliary 5.0x19x150 cm stent may have been mounted reversed on the balloon. The procedure was successfully completed using this device. No patient injuries or complications were reported. The patient status is reported as 'fine'